Event description:
A patient reported following an intraocular lens (iol) implant procedure, she is experiencing eye pain and feels she might be allergic to the lens. She stated she was 'blind' with the lens. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).